Event description:
Customer reported that the t:slim x2 pump battery was not charging, although the silver usb port was not visibly damaged. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.